Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a6: missing information pending follow-up with hospital no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the centrimag device was alarming for battery maintenance. The device was being used on a patient at the time and was due for its annual pm. It was coordinated to safely switch the centrimag off of the patient so that maintenance could be done. The centrimag's battery was then replaced on friday and the battery conditioning test was to conclude on saturday morning. On saturday morning, it was noted that the device had failed its battery conditioning test. A new battery was switched into the centrimag and it was to undergo a battery conditioning test. The hospital stated that when its centrimag devices were not on a patient they were kept plugged in at all times. It was noted that the customer thinks they have gone through three batteries.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console not passing a battery maintenance test was not confirmed. The centrimag console (serial number (B)(6) was not returned for analysis, and no log files were associated with the event. Available information indicates that the console remains with the customer, and no further atypical events have been reported. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag console, serial number (B)(6), showed the battery was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 8.4 entitled ¿battery maintenance¿ instructs users on how to perform the battery maintenance procedure and on what steps to take when the test does not pass. The 2nd generation centrimag system operating manual section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including battery alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The second battery conditioning test also failed. There was no visible damage to the consoles battery compartment.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.